Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a possible proximal type I endoleak. It is unknown if there is aneurysm sac enlargement. A reintervention is planned for (B)(6) 2021. The event is ongoing.

Manufacturer narrative:
Addition code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.